Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance. Additionally, crt-d device had stored episodes of pacemaker mediated tachycardia for atrial or sinus driven rhythm. Health care physician was made aware of the patient's last office visit and the possibility of shock being compromised. Technical services reviewed report with the clinician. This system remains in service and no adverse patient effects were reported.